Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the aortic valve was explanted after an implant duration of approximately 127 months, and replaced with another edwards' pericardial valve. Through follow-up, it was learned that the valve was explanted due to aortic regurgitation. No additional information was provided by the healthcare provider due to patient privacy regulations.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Th device has not been returned for evaluation, and no additional information was provided due to privacy regulations; therefore, the root cause of the reported regurgitation could not be further investigated and identified. There has been no information to suggest a device quality deficiency.